Event description:
Suture eyelit pulled out of the implant. The hex and the suture were retrieved from the patient but the body of the implant was left in the patient's bone. No adverse patient consequences were reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Since the implant was not returned for evaluation, the customer complaint could not be verified. Previous evaluations, however, have determined that if the implant is over inserted, it could cause the hex and suture to twist apart. DHR revealed nothing relevant to the event.